Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with information to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to call back if any malfunction code appeared again and understood the guidance provided.